Event description:
New information received notes that the noise was over-sensed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic for a generator exchange procedure, the right atrial lead exhibited noise. It was also noted that the outer insulation was worn. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.